Event description:
It was reported that the device would not detach after deployment. Two different wdc's were attempted. Detachment maneuver unsuccessful. Event was resolved by removing the device completely. The patient is stable, no injury was reported.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.